Event description:
Pseudarthrosis of the fracture at the right femur. Revision surgery of short (trochanteric) gamma nail to long gamma nail on (B)(4) 2014.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.